Event description:
The blood glucose values captured in the device's memory do not match the values he had recorded in his self-test diary. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.